Event description:
It was reported that bd insyte autog bc leaked at the hub. The following information was provided by the initial reporter: the IV is leaking from the hub.

Manufacturer narrative:
The reported defect could not be refuted nor confirmed in the absence of a sample. The root cause cannot be determined for an unconfirmed defect. A complaint history check was performed, and this is the 1st related complaint reported with the defect/condition of leakage at catheter junction with lot 4101327 regarding item #382533. DHR for lot number 4101327 was reviewed. Subassembly lot 4101327 material 700pros33 was built and packaged on afa line 13 from 12apr2024 through 17apr2024 for a total quantity of (B)(4) units. No related quality issues or process deviations were found. Complaints received for this device and reported condition will continue to be tracked and trended.